Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The 15mm x 4.50mm nc quantum apex balloon catheter was advanced to the target lesion for post dilation of an unspecified stent. The balloon was inflated to an unspecified atmosphere, however, it would not hold the inflation pressure. An attempt to inflate the balloon was done but it was noted that a little stream of contrast was coming out from the side of the balloon. The balloon was tested afterwards and it looked like there was a pinhole in it. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.